Event description:
Additional information reported the patient will be admitted to the hospital due to decreased responsiveness; the patient¿s mental status is low. The physician would like the pump queried for status. It was unknown if there were any recent refills, drug/dosing or reprogramming.

Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that patient was believed to be taking too many oral medications with the pump. The patient experienced some symptoms of overdose and altered mental status. The doctors believed the oral medication is the problem not the pump. The patient status was alive; no injury. The pump was delivering dilaudid concentration 10 mg/ml; dose 2.2mg/day. Additional information has been requested but was not available at the time of the report.